Manufacturer narrative:
The subject device is not expected to be returned to olympus for evaluation, as the user facility sent the device to a third party for repair. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a routine check of the device, the device would not insufflate intermittently. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the insufflation failure could not be determined. Olympus will continue to monitor field performance for this device.